Manufacturer narrative:
N/a

Event description:
The following has been reported: nurse reported: " I have a unit here that is ready to be sent out for repair. No patient harm was involved. "Pump problem" alert is thrown on every activation. A preliminary review of the logs identified the following issue: pneumatic valve actuation failure (valve 1) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for pneumatic valve actuation failure (valve 1). Upon return, the device started up in state 1 error condition. Log files indicate pneumatic valve actuation failure (valve 1). Installed engineering test pneumatic assembly in operational mode and error was no longer present. Performed recharge test and unit failed. Installed the engineering test pneumatic assembly in test mode. Performed recharge test and unit passed. Performed hardware test and unit passed verifying the valves are ok. The air compressor was found not to be functioning properly. The lever boot retaining plate is damaged due to being broken/cracked. The air compressor and lever boot retaining plate will be removed and replaced during the repair process before being sent to the test line for full functional testing.